Event description:
A blood glucose test was performed on a pt at 16:41 and the result was "hi", at 17:02 a lab was done with a result of 236mg/dl. Another test was performed at 20:32 and the result was "hi" and the lab was done at 20:49 and the result was 217mg/dl. The pt was in the hosp for approx 1 mo on dialysis. No treatment was received based on device result. Controls were stated to be in range. A request was made for the return of the suspect device and the customer declined.